Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered the same patient side cart (psc)'s battery issue. Customer was not aware that the system was left unplugged. Technical support engineer (tse) guided customer through checking power outlets and doing a hard power cycle of the psc, however the issue persisted. Tse advised backup battery not working properly. Customer was not sure if they were going to continue using the system at the time of the call. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and the battery to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed in system logs, the error was confirmed. Upon visual inspection, no issues were found that are related to the reported issue. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified.